Event description:
This is a report of a flo-gard pump in which the cable is broken. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted (B)(4).

Manufacturer narrative:
(B)(4).the reported condition of a flo-gard infusion pump with a broken cable was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a cracked/broken power cord. The power cord was replaced to fix the reported condition.